Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported suction loss after 72% completion during a lasik flap procedure of the left eye. Reporter indicated when suction was lost, the surgeon converted to photo refractive keratectomy (prk) to complete the procedure. Reporter additionally indicated no adverse effects to the patient.